Event description:
It was reported that during the patients review, the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The report event of premature discharge of battery was confirmed. The device was at eri upon receipt. A longevity calculation was performed based on the usage data and found to be premature. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.